Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unexpected g5 mobile application shut-off occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of an unexpected g5 mobile application shutoff. A root cause could not be determined via data